Event description:
The manufacturer received information from a third-party service center indicating a downloaded event log was attached to the notification. There was no harm or injury reported. The device was not in patient use. The evaluation has not yet been performed. A review of the downloaded event log reveals a ventilator inoperative alarm and a buzzer alarm condition. The third-party investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a third-party service center downloaded an event log that revealed a ventilator inoperative alarm condition and a buzzer alarm condition. The evaluation was completed by the third-party service center. A ventilator inoperative alarm condition indicating a machine flow drift was observed in the downloaded event log. The system board was replaced to address the issue. Additionally, a therapy buzzer alarm and power buzzer alarm condition was observed that occurred at the same time. The system board replacement addressed this issue also. The device was tested and passed all final testing.